Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. B5: it was reported that during a vats lobectomy procedure a device (ec60a) was opened. Upon firing the device the surgeon struggled to open the device. Reverse was attempted but would not open the device. After a couple of minutes of the surgeon "fiddling" with the stapler it was able to be opened. Upon opening the device it was seen that the device deployed staples but did not cut the tissue. Surgeon cut the tissue with scissors to complete the staple line. All staple lines appeared to be fully formed and intact. The procedure was completed with a powered device (ech60s). The procedure was converted to open due to a vessel that was bleeding and unable to be repaired laparoscopically. Patient is recovering well.

Manufacturer narrative:
(B)(4), date sent: 6/22/2023, d4; batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: are pictures available for engineering review? I am sending the devices back. Please clarify if the reverse was the power reverse or the manual override. Power reverse. Are we able to get the reload back from the first firing? No reloads we¿re recovered. Was the damaged to the vessel caused by our device? No. Please clarify the broken in half ¿ do they mean laterally or longitudinally - across the staple lines or along the staple lines? Broken longitudinally along the cut line of the reload. Does the surgeon believe that the ethicon device caused or contribute to damage to the vessel? No. Is the cartridge being returned? No cartridges were recovered. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy procedure a stapler (ech60s) was used. After firing the device the device locked out. Reverse was used to open the device. Once open staff struggled to remove the reload. All staple lines appeared to be fully formed and intact. The procedure was completed with a powered device (ech60s). The procedure was converted to open due to a vessel that was bleeding and unable to be repaired laparoscopically. Patient is recovering well. Three devices will be returned.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. D4: batch # 281c00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. Once the firing cycle has been initiated, it should be completed by completing all four strokes of the firing cycle to return the knife to the home position. If it is necessary to interrupt the firing sequence, push the red manual knife reverse switch downward to reverse the knife motion; the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. To complete, squeeze the firing trigger completely until it rests on the closing trigger, after which the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted, no cartridge was returned for analysis, and during the functional testing, the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 281c00, and no non-conformances related to the reported complaint condition were identified.